Manufacturer narrative:
(B)(4).

Event description:
The customer states received a pump error which results in auto mode being not active.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated insulin pump had insulin pump error alarm. Customer stated they were able to clear the alarm and they were able to complete insulin pump rewind. Customer performed displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.